Event description:
It was reported that the ilet user deployed three infusion sets incorrectly during a supply change, pulling the sites off the applicator prematurely and requiring new sets. Education was provided on proper technique to limit upward pressure when unwinding tubing and spiral adhesive, and replacement infusion sets were shipped. No reported symptoms. Outcomes included no alerts or alarms, no clinical impact, and no medical intervention. Investigation included product use review and user education. Investigation of this case revealed improper infusion set deployment due to handling technique, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.